Event description:
It was reported that: during manta deployment there was bleeding post deployment. Pt status declined rapidly. They were unable to gain access on the other side. Additional information: during a percutaneous ventricular assist device (pvad) procedure, ultrasound and micro puncture were utilized to gain access. There was moderate calcification in the vessel. Heparin was administered during the procedure. The patient arrested after the procedure. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4), the device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed, the large patient presented with a lot of adipose tissue, frail with hemoptysis and iliac disease. Access achieved utilizing micro puncture and ultrasound guidance. Initially thought just right common artery intervention although strategy changed to multi-vessel intervention. Arteriotomy was moderate to severely calcified. No clear depth deployment measurement was defined, there were multiple measurements and unclear if depth measurement was prior to large bore cannulation or after procedure and if the 14f depth locator was used since the physicians were unsure if this would be a case for manta. During the pci, single access was gained through the sheath. Complications may have happened during the pci, although it is uncertain. Severe calcification in the leg interfered advancing the percutaneous ventricular assist device (pvad). The patient was hypotensive throughout the case and received heparin during the pci, large doses of pressers, no protamine was administered. Following pvad removal, an 18f manta was deployed although unsure of the depth the physician agreed to deploy. Bleeding at the access site immediately followed deployment and pressure was held. Angiograms were unable to be taken. The patient rapidly declined, crashed, and was intubated and acls started. The physician was unable to gain a contralateral access, and the patient expired. The root cause of the bleeding post-deployment cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device return submitted for this investigation. Therefore, a root cause as to why the manta was not effective in achieving hemostasis remains undeterminable. The cause is possibly related to procedural complications and user error due to poor patient selection (obese with a lot of adipose tissue, moderate to severe calcification, frail); and incorrect depth measurements, likely not allowing the device to seat correctly and seal the puncture. The manta instructions for use posts warning: do not use manta if the patient has marked obesity (bmi >40 kg/m2) and do not use manta in patients with severe calcification of the access vessel. The safety and effectiveness of the manta device has not been established in the patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. The follow up report will be submitted after investigation.

Event description:
It was reported that: during manta deployment there was bleeding post deployment. Pt status declined rapidly. They were unable to gain access on the other side. Additional information: during a percutaneous ventricular assist device (pvad) procedure, ultrasound and micro puncture were utilized to gain access. There was moderate calcification in the vessel. Heparin was administered during the procedure. The patient arrested after the procedure. Additional information has been requested from the account.